Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that a blood leak occurred from disk of the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. The machine was decontaminated and all damaged components were replaced including the power supply. The machine is now ready to use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that a blood leak occurred from the disk of the orthopat machine. No donor or operator injury or reaction was reported.